Event description:
Customer called to report that the contents of a sample tube spilled approximately 3.5 milliliters of fluid on the coulter lh750 hematology analyzer after a stopper came out of a sample tube. As a result, the rocker bed belt stopped moving. The spill was contained within the unit. Customer did not want a service call. The field service engineer (fse) assisted customer with troubleshooting the instrument by instructing customer to perform function 96 (f96), which advances the cassette on the rocker bed. The fse was able to successfully assist customer with troubleshooting the rocker bed and belt advance issues on the instrument. Customer stated patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
(B)(4).